Event description:
During attempted direct stenting of the mid rca via a radial approach, the cypher 3.0x18 became stuck around the proximal rca. Therefore, the physician retrieved the cypher from the pt and found the distal portion of the stent to be flared. To complete the procedure, a 3x18 taxus liberte was implanted at the target lesion instead. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease. The physician did not indicate any anomalies prior to use. The target lesion was de novo, slightly calcified and moderately tortuous, with 75% stenosis.

Manufacturer narrative:
The product is not available for evaluation; additional information will be submitted within 30 days of receipt. This product, is distributed outside the united states, but is similar to us distributed stent delivery systems.